Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter procedure using the hemostar dialysis catheter. During preparation, the catheter extension tube allegedly leaked. Additionally, it was reported that the catheter had a crack. There was no reported patient contact.

Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter procedure using the hemostar dialysis catheter. During procedure, the catheter extension tube allegedly leaked. Additionally, it was reported that the catheter had a crack. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a clinician holding a catheter which shows the partial views of the bifurcation and the extension legs. No obvious fracture was noted. Therefore, the investigation is inconclusive for the reported fracture and leak issues as the photo evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. B5, d4 (medical device lot number) g3, h6 (patient, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.